Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked. This was discovered during use. The following information was provided by the initial reporter: the liquid runs into the compartment just below the black stopper of the syringe and collects there. Sometimes it also goes down and the syringe starts to leak. So it's more common according to our assistants.

Manufacturer narrative:
H.6. Investigation summary: one sample 50ml ll syringe of lot: 1904224 was returned to our quality engineer for investigation. Upon visual inspection of the product, a leakage between the stopper ribs was observed. There was no damage or molding defects noted on any components that could have contributed to this issue. A device history review was performed for the reported lot: 1904224, no deviations or non-conformances were identified during the manufacturing process related to this malfunction. Ten retained samples of the same lot were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe leaked. This was discovered during use. The following information was provided by the initial reporter: the liquid runs into the compartment just below the black stopper of the syringe and collects there. Sometimes it also goes down and the syringe starts to leak. So it's more common according to our assistants.